Event description:
While troubleshooting for a power failure on a homechoice (hc) device, a technical service representative (tsr) was informed that the hc smelled like smoke. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. Visual inspection identified a melted plastic cover above the accomp board. Additionally, soot was discovered inside the unit. The device passed the rite (returned instrument test evaluation) electrical test and failed the rite functional test for a power failure. The reported issue was confirmed as the device still smelled of smoke at the time of evaluation. The cause of the reported issue was an accomp board failure. The accomp board was "scapped" and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.